Event description:
Pt underwent placement of a 9.5 fr dual lumen groshong catheter in 05 for chemotherapy administration. Catheter developed leak. Pt returned for surgical removal of leaking catheter and placement of new groshong catheter 7 days later.

Manufacturer narrative:
The complaint was confirmed. A leak was found in the tubing. Upon microscopic examination, a pin hole near the 18 cm depth marker was found. A tactile eval revealed nothing remarkable. No other visible damage was found. The exact mechanism of cause is unk.